Event description:
It was reported that an unknown defect occurred on a homechoice (hc) device before use. The defect occurred after a short circuit occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with the reported issue being identified. A visual inspection was performed with no issues noted. Functional testing was performed with the issue of no power noted. Electrical safety testing, calibration, and a simulated therapy were performed. The cause was determined to be a power supply fuse. The fuse was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If the homechoice (hc) is received or additional relevant information becomes available, a supplemental report will be submitted.